Event description:
It was reported the device did not pass high or low calibration. No patient injury was reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement.

Event description:
Additional information was received which included that the event occurred during calibration, no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream occlusion sensor causing it to be out of calibration. Replace downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: catalog number: 21-6500-51. D4: correction: model number: 6500.